Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). It was mentioned that the sheath was prepared as normal. When attempt was made to advance the faradrive sheath through the septum into the left atrium over the versacross rf wire, the sheath was not able to cross the septum. Physician tried to push it by forced, corkscrewed it and then advanced on the different vein (left inferior pulmonary vein (lipv)) before it was left superior pulmonary vein (lspv). Versacross rf wire was also replaced by j-tip wire. Finally, the faradrive sheath was replaced by non-boston scientific 13f agilis sheath and the procedure was completed successfully. No patient complications were reported. The device has been received for analysis. No other issues were reported.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis with the native dilator still inserted, requiring removal of the accessory to proceed with device analysis. Functional testing of the sheath observed a successful engagement with its deflection mechanism. Microscopic inspection did not identify any abnormalities to support the reported event as the distal tips of the sheath and dilator were found to be uniform with no signs of concerning damage. Dimensional inspection of the sheath indicated that the sheath conformed to design specifications. As the patient was reported to have had a fibrotic septum, the reported allegation is likely due to the patient anatomy as this condition may have contributed to the difficulty during navigation and attempt to cross the septum.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). It was mentioned that the sheath was prepared as normal. When attempt was made to advance the faradrive sheath through the septum into the left atrium over the pigtail wire, the sheath was not able to cross the septum. Physician tried to push it by forced, corkscrewed it and then advanced on the different vein (left inferior pulmonary vein (lipv)) before it was left superior pulmonary vein (lspv). Pigtail wire was also replaced by j-tip wire. Finally, the faradrive sheath was replaced by non-boston scientific 13f agilis sheath and the procedure was completed successfully. No patient complication were reported. The device was returned for analysis. 22apr2025: response received- it was confirmed that no device other than the sheath was replaced. No difficult anatomy nor any resistance was noted. Despite being a fibrotic septum, a visible tenting was noted. Excessive force was applied when crossing was attempted and rf was applied each time and the wire was protruding from the dilator prior to crossing. No damage was noted on the versacross device.